Event description:
It was reported that high impedance was identified on a patient's device during a system diagnostic test. The physician was informed that it is recommended to disable the device, but device was not programmed off. Neither trauma nor manipulation were suspected as the cause of the high lead impedance.no surgical intervention has occurred to date.

Event description:
The explanted products were not returned to the manufacturer and were discarded.

Event description:
The patient had full revision surgery due to the high impedance. The explanted products have not been received to date.